Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient that she had eyelid surgery on an unknown date and suture was used. The patient states that the incision is not healing and is possibly having an allergic reaction to the suture. Additional information has been requested.